Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump received critical pump error, power error detected alarm, insulin pump error alarm as well as they had a blank display. Customer's blood glucose level was 8 mmol/l. Troubleshooting was performed. Offered troubleshoot for pump error and blank display however, the customer declined to continue troubleshooting. The product will return for the analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error alarm, pump error 35 alarm, or pump error 25 alarm due to blank display. Also, received with moisture damage on the motor and force sensor.